Manufacturer narrative:
Citation: authors: tomoaki kudo 1,toru kuratani, yoshiki sawa and shigeru miyagawa. Assessment of the effectiveness of zone 1-landing hybrid tevar by comparing its outcomes with those of zone 2-landing hybrid tevar. Journal of clinical medicine 12, 5326 2023. Doi.org/10.3390/jcm12165326 a2: medium age a3: mean gender d6a: exact date of implant unknown earliest date of publication used for date of event no unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. There was no information to suggest any medtronic device failure caused or contributed to a death. Deaths are common occurrences  however the cause(s) of death are often not characterized or clearly associated with a particular product.  Therefore, deaths will not be considered reportable as MDR unless clearly stated as being associated with medtronic product. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Talent stent grafts were implanted during tevar for aortic arch pathologies on unknown dates between 2009 and 2020. Non medtronic de vices were also implanted. The following adverse events were reported: abdominal embolic event, aneurysm rupture, stroke, spinal cord injury, new dialysis, stroke, rtad, distal sine, stent graft infection, infection bypass graft occlusion, reintervention and death. There was no information to suggest any medtronic device failure caused or contributed to a death. The cause of the adverse events are undetermined.